Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a missing sensor wire. The sensor was inserted into the arm on (B)(6) 2018. The patient's mother stated she did not know where the sensor was and observed the sensor insertion site. She indicated that the called the physician and the physician advised the patient to observe the affected area and to contact them again if irritation occurred. No additional patient or event information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.